Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during the implant procedure, dft testing was performed multiple times. The device successfully rescued the patient at maximum energy. The physician determined this was not a sufficient safety margin and implanted a subcutaneous defibrillation coil the next day. A sufficient safety margin was achieved with the new coil. Patient was discharged soon after.